Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Patient is constantly going to the bathroom and feels the ins isn't working. Prior to the call today, they tried pushing the button on the patient programmer (pp), but they just keep going to the bathroom. They have access to their pp, and during the call, connected with their ins which showed stimulation was off; they are on program 4 at 0.0v. They have the ability to change programs and/or adjust stimulation so their ins was turned back on and stimulation was increased, but they were unable to feel it. It was reviewed that the ins has the potential to increase up to 8.5v, and if they can't go any higher, they would want to discuss different programs with their healthcare provider (hcp). As a result of what was reported, they were redirected to their hcp if increasing stimulation doesn't help. They plan to call the hcp to get an appointment because they still don't think their ins is working. It was noted that the patient fell 1-3 years ago. No further patient complications have been reported as a result of this event.